Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed, and the reported complaint was not confirmed nor replicated by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. Also, the instrument moved intuitively with full range of motion in all directions, the grips opened and closed properly. The instrument passed the clip test and fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the large hem-o-lok clip applier would not clasp hard enough to put the clip on, and it would not clamp. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier instrument was inspected prior to use with no issues identified. The issue was first identified when attempting to apply the clip to patient tissue. The issue was resolved after swapping to a backup instrument.